Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the ilet to demonstrate function, later reconnecting, and then continuing to have elevated glucose despite a subsequent supply and site change with tubing fill confirmed; glucose rose to 398 mg/dl and the user planned a manual subcutaneous insulin injection and temporary pump disconnection, with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, no ketone testing, no backup therapy initially, and no hospitalization. Investigation included guided verification that the algorithm was delivering insulin and review of infusion set change steps and site selection, with education regarding expected time to glucose response after a set change. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear given recent disconnection, site rotation, and ongoing elevated glucose after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unknown.